Event description:
Legal claim alleges, there has been a revision surgery. No additional info is available at this time. Update: (B)(6) 2011 - legal claim alleges the following: less than one month after the surgery, pt had to be transported to the ER after his hip unexpectedly dislocated while he was attempting to rise from a sitting position. This dislocation caused the pt severe pain and the inability to walk. Doctors placed pt in a brace for several weeks to keep the hip in place. Mere weeks after doctors instructed pt to remove the brace, the hip dislocated again. Between (B)(6) 2009 and (B)(6) 2010, pt's hip dislocated a total of five times. Each dislocation resulted in debilitating pain and an inability to walk. Each dislocation caused pt to have to be admitted to the ER.

Manufacturer narrative:
There is no change to the previous investigative results. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.